Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested and will be submitted upon provided.

Event description:
It was reported that the doctor used the cs100 intra-aortic balloon pump (iabp) soon after, the "iab cycle leak" alarm generated. Then the iabp stopped working. Later, the doctor checked the catheter, restarted the machine, and found that there was frequent "iab cycle leak" alarm. There was no patient harm or adverse event was reported.

Manufacturer narrative:
A (B)(4) field service engineer (fse) evaluated the iabp and reported replacing the fill assembly. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the doctor used the cs100 intra-aortic balloon pump (iabp) soon after, the "iab cycle leak" alarm generated. Then the iabp stopped working. Later, the doctor checked the catheter, restarted the machine, and found that there was frequent "iab cycle leak" alarm. There was no patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. Upon further review of previous complaint submitted, it was determined that the evaluation method code was reported as "actual device not evaluated", but should have been reported as "actual device evaluated". The manufacturer date was reported as " (B)(4) 2007", but should have been "(B)(4) 2017". Furthermore, the aware date was confirmed to be (B)(6) 2017.

Event description:
It was reported that the doctor used the cs100 intra-aortic balloon pump (iabp) soon after, the "iab cycle leak" alarm generated. Then the iabp stopped working. Later, the doctor checked the catheter, restarted the machine, and found that there was frequent "iab cycle leak" alarm. There was no patient harm or adverse event was reported.